Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that surgeon attempted to fire over a mass of staples, causing the fire to stop. The system was verified and ready to use. Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer had 3 sureform 45 stapler instrument fail multiple force fire attempts on arm 4. A technical service engineer (tse) explained that the issue may was likely due to three errant staplers. The tse suggested that the customer try another or try stapling from another arm. It was stated that it was unlikely they had three bad staplers. The customer continued on with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue involved a partial fire; it fired for maybe half second then stopped. Event did not involve tissue being pushed forward or stapler jaws opening/releasing during the firing sequence. Malformed staples were seen in the staple line. No reload stuck to tissue, no staples missing, no holes or gaps observed. Unable to complete fire. A black reload was used in the event. The surgeon did not use another stapler. No bleeding was observed. Surgeon kept trying to staple over staple line. No unplanned tissue removal. There were multiple staple fires that happened before surgeon kept trying to fire, he was stapling over other staples and staples were getting caught between the staplers.

Manufacturer narrative:
The probable root cause of the multiple force fire stapler failure is attributed to use-related factors, specifically repeated attempts to fire the stapler over an existing staple line, which likely caused staples to become caught and mechanically obstruct proper firing.

Event description:
Refer to h11 for follow-up information.